Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: unpleasant whistling noise in the lower area; blower coupling of drawers c and d controlled; (subsequent restart of the bottom); noise persists; front blower bearings controlled; device switched off (<15 minutes) and bearings replaced (c) or lubrication renewed (d); after restart 6 (presumably wrong) positve bottles identified; measurement curves observed more closely and printed out; customers recommend subculturing these bottles to be on the safe side.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: unpleasant whistling noise in the lower area; blower coupling of drawers c and d controlled; (subsequent restart of the bottom); noise persists; front blower bearings controlled; device switched off (<15 minutes) and bearings replaced (c) or lubrication renewed (d); after restart 6 (presumably wrong) positive bottles identified; measurement curves observed more closely and printed out; customers recommend subculturing these bottles to be on the safe side.

Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that after restarted 6 false positives were identified and measurement curves were observed more closely and printed out, customers recommended sub-culturing those bottles for safety. A bd field service engineer (fse) was dispatched and checked the system, found unpleasant whistling noise in the lower area, blower coupling of drawers c and d were controlled. The device was switched off for (<15 minutes) and bearings were replaced, renewed lubrication, restarted. After restarted 6 positive bottles were identified, observed measurement curves closely and printed out. Customer recommended these bottles to be on the safe side. The instrument handed over to the customer and it was fully functional. Review of the device history record revealed the instrument passed all inspection tests and was released in good condition. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective bearings. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.